Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. Additional issues were found. Image disappearance occurred during heating due to a failure of the image pickup unit due to an external factor. The lighting lens was cracked due to an external factor (tip hit). The curved rubber had scratches due to external factors. The curved rubber adhesive was missing. Switch three (3) was not functioning due to an external factor. Due to external factors, the forceps elevator lever was worn, and the curved part was not securely fixed. The vent of the light guide connector was loose due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the endoeye flex deflectable videoscope had air/water leakage. No patient harm reported. During the evaluation of the device, it was noted the screen was black and no image appeared. This report is to capture the reportable malfunction of the black screen and no image appeared noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to the defect of the image sensor unit or failure of the internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.